Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief despite multiple reprogramming attempts. No device malfunction was suspected. The patient underwent a lead revision procedure and was doing well post-operatively. Nothing was added, replaced or explanted.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7089957.

Event description:
It was reported that the patient was experiencing inadequate pain relief despite multiple reprogramming attempts. No device malfunction was suspected. The patient underwent a lead revision procedure and was doing well post-operatively. Nothing was added, replaced or explanted.